Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt a ¿vibration¿ coming from their implantable cardioverter defibrillator (ICD) while sleeping. It was believed it may be due to the proximity of their cell phone because they sleep with their phone in their shirt pocket. The ICD remains in use. No further patient complications have been reported as a result of this event.